Manufacturer narrative:
Suspected device and photo were returned for investigation. Visual inspection was completed and an unknown filter was attached to the circuit. The returned device and unknown filter were subjected to leak testing in an attempt to replicate the failure mode reported. Testing with unknown filter confirmed the reported issue. Filter was removed to return device to manufacture drawing status and tested again. No leakage was discovered. Root cause analysis traced to usage of unknown filter. No lot number provided so DHR could not be completed.

Manufacturer narrative:
Customer facility phone number: (B)(4).

Event description:
Information was received indicating that a smiths medical breathing circuit was found to be leaking during pre-use check. There was no patient injury or reported adverse events.